Event description:
Analysis of the returned device found that the main polyethylene (pet) junction was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Only the pusher wire was received for analysis. Physical analysis of the pusher wire revealed a kink at 34 cm from the proximal end. Microscopic examination revealed that the inner coil was still attached to the pusher wire. There was polyethylene (pet) covering the winds of the inner coil, and the edge of the pet was rough. Analysis did not reveal evidence of malfunction in the detachment zone of the pusher wire. The findings on the edge of the pet is indicative that the junction had been broken, indicating some force had been used which resulted in the main coil being pulled away from the inner coil. The pusher wire was also kinked, which would indicate the use of force. Based on device analysis, it is probable that operational factors may have been encountered during the procedure. Therefore a root cause of operational context has been assigned to this investigation.